Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was triggering the threshold suspend feature on the insulin pump. Customer's blood glucose was 8.8 mmol/l. Customer's sensor glucose level value was 3.2mmol/l. Customer advised their blood glucose goes down as low as 1.1 mmol/l. Customer declined to troubleshoot for threshold suspend and advised that they use manual injection at times. Customer advised they go low as a result of manually giving themselves insulin.